Event description:
Country of complaint: (B)(6). Device 1 of 2. Information from customer: breaking screws; surgical revision.

Manufacturer narrative:
Devices have not been received by the manufacturing site for evaluation; if devices are received, an evaluation will be performed. Components in use with reported damaged screws: sw790t / s4 set screw new version / lot 51814806, 51824439 and 51836028; sw675t / s4 straight rod 5.5x40 mm / 51736390, sw674t / s4 straight rod 5.5x35 mm / 51426285.